Manufacturer narrative:
Complaint was not confirmed. The device was returned disassembled. Visual evaluation did not showed any breakage to the returned device. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a knee scope the shaver burr broke. It was replaced and the same event occurred. It was replaced a third time and the case was completed with no further issues. Everything was retrieved and the patient is fine to date. The caller had no further details.